Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ventricular lead exhibited an insulation anomaly. The lead was capped and replaced during a generator change out procedure. The patient was fine post procedure.